Event description:
Double lumen long term cvc (hickman) catheter placed at the end of july. 24 days later the nurse used the standard process for flushing and it was noted by the nurse that the catheter was leaking while flushing. Two small punctures were noted within the plastic of the catheter.